Manufacturer narrative:
H.6 - the device is currently undergoing analysis at an independent laboratory. This lens is one of 55 intraocular lenses that are part of a voluntary recall. The manufacturer believes that these lenses may have been exposed to a chemical substance or environmental contaminant while residing at the same surgery center. Product history records were reviewed and indicate the lens met release criteria.

Event description:
The physician reports that he removed and replaced an intraocular lens that turned cloudy at two months post operative. Lens was clear during first two patient visits.